Manufacturer narrative:
Pump passed displacement test and self test. No unexpected device software error and the motor arm cannot communicate with the main arm noted during testing. Motor pic failed self-test alarm confirmed in the pump history file due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error alarms. The customer¿s blood glucose value was 206 mg/dl. The customer was able to clear the alarm. Customer reported that they were able to clear and rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.